Event description:
Infrequently identified organism isolated on 2 ICU patients. Initial investigation reports patients underwent bronchoscopy with olympus scope bfq 180, serial number (B)(4), high level disinfection used between uses. Surveillance and microbiology testing in progress. Olympus manufacturer notified.